Event description:
A failure of failed accuracy test. Customer reported there were no patient injuries associated with this report and there been no incident reports filed customer stated incident occurred during biomed testing.